Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the manufacturer's subsidiary, the reported issue occurred during field installation of the device. The epgs was replaced.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) failed to calibrate. There was no patient involvement.

Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint. Per the manufacturer's subsidiary, the issue was already captured on a previous and separate complaint report. Please reference (B)(6) MFR#1828100-2022-00108 for additional information and for related investigation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.